Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation surgery for the tibial diaphyseal fracture with the plate in question. In the surgery, the plate used to assist external fixation inside tibial diaphysis. At the time of fixing, due to the misunderstanding of the surgeon, he fixed it to the cortical screw hole with four locking screws 3.5mm. Despite the cortical screw hole, the locking sleeve can be attached, and all torque can be applied, and the surgery was completed successfully without any surgical delay. The surgeon noticed the mistake after the surgery. The brand name describe on the plate case was ¿ao locking compression plate system¿, and the reason why of the surgeon misunderstood was that the misunderstood it as a locking plate. The surgeon wants us to improve the misleading notation. No further information is available. This report is for one (1) 1/3-tub-pl 3.5 6ho l76 ti.. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.